Event description:
It was reported that the surgeon was attempting to load a competitor's lens into the aq cartridge and the lens was damaged. Reporter stated the cartridge was defective. There was no patient contact.